Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s other blood glucose was 300 mg/dl, 358 mg/dl. The customer reported that there was no deliver alarm. Troubleshooting was done for no delivery alarm. The issue was resolved by changing complete set change. The insulin pump will be and reservoir will not be returned for analysis.